Manufacturer narrative:
Date of event: unknown. If explanted, give date: not applicable as there is no indication that the lens has been explanted. (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, and the reported complaint was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The sterilization lot record was also reviewed and it was found in compliance with the sterilization process parameters. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on (B)(6) 2016 a model pcb00v intraocular lens (iol) was implanted. On (B)(6) 2016 a fibrin reaction occurred. Pucker on descemet's membrane and corneal edema were observed. The eye was congested. On (B)(6) 2016 hazy vitreous was observed without cloudy vision and no pain in the eye. The doctor prescribed antibacterial medicine including vancomycin, modicine, cravit and gatifloxacine. On (B)(6) 2016 the doctor conducted a vitreous surgery. On (B)(6) 2016 the fibrin reaction and hazy vitreous was resolved. No further information was provided.